Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: the customer has advised they have 4 additional cases that are affected, for a total of 6 cases. Please provide a replacement to the customer. It looks like we are having some issues with the 20ga x1.00 IV cath needles/ we had a few that did not retract back into the safety chamber. Customer response received on 20-feb-2025. Can you please provide an exact date of event? Date: 2/12/2025.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 200 sealed 20ga x 1.00in. Insyte autoguard units from lot number 4304285. A sampling of 20 units were randomly selected for functional testing. The 20 units were inspected by breaking tip adhesion, slightly advancing the catheter, and then activating the button. All 20 units retracted successfully and within specifications. No damages or difficulties were discovered during this investigation. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis.